Event description:
The doctor reported that the implant located in dental position number #26 failed due to a fracture. Pain was reported as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Expiration date and UDI unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 10mm was returned for investigation. Visual inspection of the as returned product identified blood and bone on the exterior, blood and a fracture at the collar. Functional testing could not be performed due to the nature of the device and event. Pre-existing conditions were noted on the porduct experience report (per) was bruxism. The reported device was location is #26 and was used for approximately 5 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.